Manufacturer narrative:
Date of event: (B)(6). Date of report: 23aug2019. Multiple attempts were made to follow-up with the customer to obtain additional information; however, there was no response. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported extended self-test (est) and short self-test (sst) failed. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.